Manufacturer narrative:
Received an intact 14f split catheter rg(otw) for evaluation. An external visual inspection revealed the catheter to be in 2 pieces but with no other defect noted. An internal visual inspection was performed by opening and removing the clamp assembly and this revealed the catheter lumen to be properly placed against the hub assembly. The reported failure could not be duplicated in the lab setting.we are unable to determine the cause or factors that may have contributed to this event. Based on historic data (first complaint of this nature) this is not a systemic issue and is considered an isolated incident.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
During the dialysis treatment, microbubbles of air occurs in the red (arterial) extension of the long-term dialysis intravascular catheter.